Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that during the interventional procedure, two unspecified stents were implanted successfully in the ostial and proximal lesions in the right coronary artery. While removing the balance middleweight guide wire from the vessel, a perforation occurred. There was no treatment for the perforation. Inspection of the guide wire after removal from the anatomy revealed that the tip of the guide wire was frayed and unraveling. There was no treatment for the perforation and there was no adverse patient sequela. Though requested, no additional information has been provided.